Manufacturer narrative:
Risk assessment indicates: severity: preliminary 3 (critical). There has been no injury reported. Case 1: 3 (critical). Reason: the complaint behavior may potentially result in a serious injury due to the moving part. There are emergency-off buttons installed and they have been used to stop unintended gantry motion. Case 2: 1 (negligible). Reason: a small component burned locally but there was no open fire. There is no combustible material located close to this pcb, so that there is also no potential for an open fire. Probability: preliminary c (remote). Case 1: c (remote). Reason: according to the user manual, the therapist must supervise the pt treatment all the times and stop any unexpected motion of the system before a pt is injured by moving parts. In this case, there was no pt involved. The incident occurred during repair of the system. Case 2: b (improbable). Reason: fire retardant components will prevent catastrophic fire once power is removed from main source. It is also reasonable to believe the burning smell will alert the user immediately and should provide ample time to remove power from system and remove pts from the treatment area to prevent smoke inhalation or serious injury. A final corrective action is pending.

Event description:
A potential product issue has been identified with our oncor impression plus accelerator. In the abundance of caution, this issue is being reported. Customer reported a burnt odor in the treatment room. It was determined that a resistor on the g49ps1 power supply +24volt circuit became very hot and causing a burning smell in the treatment room. This caused the +24volt circuit to break causing the gantry to rotate on its own clockwise at slow speed. There was no pt involvement and there has been no mistreatment or injury reported.